Manufacturer narrative:
We have now concluded our investigation into this complaint. Evaluation of the returned sample showed that the sample returned as expected in absorption and swell testing. Analysis of the provided photos was not able to confirm wound maceration or necrosis. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Unfortunately, we have been unable to determine a root cause in this instance. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
Pico applied in a sternotomy incision. 7 days after pico application, with dressing changed at day 4, the dressing was poorly saturated, skin was macerated and there was necrosis of the skin in a region where there was drainage, an apparent consequence of the exsudate not being immediately or rapidly absorbed to the absorbent layer. It was visible on the skin exudate that was not absorbed. Pictures enclosed.